Event description:
On (B)(6) 2011, the vns pt's mother reported that the pt had redness and a possible infection at their surgical site. The pt went to see their internal medicine doctor and the pt was put on antibiotics. The physician reported that the infection was first observed on (B)(6) 2011 and the pt was put on septra ds bid for 3 weeks. The infection is located medially from the generator incision. No cultures were taken. No pt manipulation or trauma occurred that is believed to have caused/contributed to the infection. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution. If additional info is received, it will be reported.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.